Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all-inside anterior cruciate ligament surgery, the suture tore. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with the screw ar-4020c-08. The tightrope remained implanted and is fixed with the screw. It was not necessary to switch the surgical technique or do a second surgery.